Manufacturer narrative:
The complaint description states that "she was also not priming her pen". This complaint was caused by use error - failure to follow IFU. It was not able to evaluate the consistency with the single use program as there was no cartridge returned for inspection. This complaint was caused by use error. This is the first complaint of this type on the lot. A lot trend was not identified. A review of the monthly report (september 2023) for natpara was also performed relative to the subcategory 'failure to follow instructions'. The complaint rate for 2023 is approximately (B)(4) for this subcategory in comparison to the complaint rate in 2021 of (B)(4) and 2022 of (B)(4) for complaints reported in this subcategory. Use error data is now shared monthly with patient services and retraining is offered and performed with hcp and complainants for complaints determined to be "user error" or "failure to follow instructions." Additionally, effective in june of 2023 quality device engineering report, "2023 natpar / natpara pen and mixing device post market surveillance and risk management review," concluded and confirmed that it has been demonstrated that the benefits of the device outweigh the risks. No safety concerns were raised, nor were trends identified for the events reported for device or product issues. No change to the benefit-risk profile of the product was identified. Risk mitigations and patient/ end user training and re-training is in place to assist with maximal patient safety. Routine monitoring of product subcategory trending is on-going. Any atypical trends identified will be evaluated for additional actions where required. This event relates to case number (B)(4) and complaint number (B)(4).

Event description:
Patient reported to the field nurse during her retrain that she did not have an IFU and that her pen would leak when she was turning the mixing knob and she was also not priming her pen. Patient did report that she did inject daily prior to her training but did not look at the dosing window after each injection. Field nurse did follow up with psm and request an IFU, after training on 04-sept-2023 with field nurse patient was able to inject without any issues.

Manufacturer narrative:
No adverse event reported. The patient did not prime the pen this would lead to a partial dose and pen preparation issue hazards like leaking. Takeda requested sample return for further investigation.

Event description:
Patient reported to the field nurse during her retrain that she did not have an IFU and that her pen would leak when she was turning the mixing knob and she was also not priming her pen. Patient did report that she did inject daily prior to her training but did not look at the dosing window after each injection. Field nurse did follow up with psm and request an IFU, after training on (B)(6) 2023 with field nurse patient was able to inject without any issues.